Event description:
A 6f sts plus angio-seal vascular closure device was used to seal the left femoral artery site post angioplasty. The patient was discharged later. The patient returned to the hospital the next day complaining of left leg numbness. An angiogram revealed clotting in the left iliac and common femoral artery, which compromised arterial flow. An angiojet thrombectomy procedure was attempted for clot removal, but was unsuccessful. The patient then underwent surgical revascularization; additional clot, and the angio-seal, collagen and anchor were "vacuumed" out. Approximately a week later, a repeat angiogram revealed some remaining clot in the left femoral area. Reportedly, the patient's leg had good color and pulses were present. The patient plans to follow-up with a mr angiogram in 3 months.

Manufacturer narrative:
Original has the wrong date for b4 - "date of this report." Corrected date is 02/23/206.